Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had a reoccurring backup battery fault alarm. First time the alarm appeared was on (B)(6) 2025. Emergency backup battery (ebb) was exchanged and the alarm resolved. On (B)(6) 2025, additional backup battery fault alarm occurred. The alarm was resolved by disconnecting/ reconnecting ebb from the system controller. On (B)(6) 2025, the backup battery fault alarm reoccurred again. The system controller was exchanged. The backup battery fault alarm did not reappear with new system controller.

Manufacturer narrative:
Section g2 correction. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log files but was not reproduced during evaluation of the returned heartmate 3 system controller. At the beginning of the log file ((B)(6) 2025 at 02:15:44), backup battery fault alarms were captured due to the backup battery not passing the load test. Due to the exact onset of the alarm being overwritten, the cause of the backup battery not passing the load tests is not known. The alarm briefly resolved on (B)(6) 2025 at 08:42:30 when the backup battery passed a load test. On (B)(6) 2025 at 08:42:33, the backup battery fault alarm reactivated due to the backup battery not passing the load test. The backup battery did not pass the load test due to the loaded voltage being outside the expected range as compared to the unloaded voltage. The alarm was active through the remainder of the log file ((B)(6) 2025 at 08:42:51). Additional log files were submitted and captured active backup battery fault alarms on (B)(6) 2025 at 10:11:53, due to the backup battery not passing the load test. The backup battery did not pass the load test due to the loaded voltage being outside the expected range as compared to the unloaded voltage. The backup battery fault alarm remained active through the remainder of the log file ((B)(6) 2025 at 16:40:36). The alarms did not impact the controller¿s ability to support the pump. There were no additional notable events captured on the reported event date in the log file. The retuned controller, serial number (B)(6), passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. Throughout testing procedures, multiple load tests were performed, and no atypical alarms were able to be reproduced. A root cause for the reported event was not conclusively determined through this analysis. A corrective action was opened to further investigate this issue. The heartmate 3 instructions for use (rev. B) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. The heartmate 3 instructions for use, section 2, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. The heartmate 3 patient handbook (rev. A) was available for use at the time of the event and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.